Manufacturer narrative:
(B)(4). Batch manufacturing records of was reviewed for any process deviation but no deviation was observed. Five retain samples were retrieved for analysis and visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage, tensile strength test is applicable & measurable parameter. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During surgery the suture was breaking. There were no patient consequences reported.

Manufacturer narrative:
Additional h-3 summary: complaint sample with only suture and no packing material was received in open condition. During visual product evaluation, suture breakage was not evident. Entire suture length was intact/unbroken. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample.